Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 478 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer also reported pump did not command motor movement. The issue reoccurred. The insulin pump got stuck on the command motor movement alarm while giving bolus. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device was received with a no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarms. Device was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.